Event description:
It was reported that the urethral catheter was used in combination with a conmed device during an oral procedure. The catheter slipped during the oral procedure and the patient was burned inside of their mouth. After inspection the facility confirmed the tip of the conmed piece was noted to have a small melted area at the base. The procedure being performed was a tonsillectomy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "for urological use only". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device is not available.